Manufacturer narrative:
Follow-up #1 date of submission 04/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:the complaint of a keypad response issue could not be duplicated during investigation. The keypad was found to be peeling. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination under the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was peeling and the keypad buttons were intermittently unresponsive. It was reported the keypad damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.